Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed a faulty patient board set caused no image to display. The specific root cause of the faulty patient board set could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a faulty patient board set, causing no image with olympus, model series 180 scopes. Replacement of the patient board set was required to resolve the problem. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center, to olympus for repair due to a report of image was "really dark." The problem, as reported to olympus, was first identified during preparation for use. The intended procedure was completed using a different olympus, model cv-190 video system center. There was no delay in procedure in which the subject device was used . There was no patient impact or injury that occurred, associated with the event. Upon inspection and testing of the returned device, it was determined no image was present. This report is submitted for the malfunction of no image.